Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05064 and 2134265-2017-05063. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system version 1.3 was used in conjunction with a coronary imaging catheter and a pullback sled to view the lesion. During system start up, the physician attempted to switch on the system but noticed that ilab ultrasound imaging device would not start up. The imaging monitor and the touch screen control panel screens shutdown. Hence, when the ilab ultrasound imaging system was rebooted; by switching it on and off, the imaging monitor and the control panel restored its function. Moreover, during imaging, error 130 ( a high voltage (hv) monitor error) occurred. Thus, automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the product was received for analysis. The malware scan has been completed for this image pc and no malware was detected on the image pc. The acqpc failed to boot up to windows application at the virus scan station, functional malware ilab anti-virus scan cannot be performed on the acqpc. The image pc & acqpc installed into a gold standard system attempted to test ilab system functional tests. After the main power switch on the gold system, the gold system booted up properly with no failures observed, however when it was attempted to imaging the gold system failed with acqpc errors displayed on the touch panel. The acqpc failed to meet specifications of the functional test. The image pc installed individually into a gold standard system attempted to test ilab system functional tests. After the main power switch on the gold system, the gold system booted up properly with no failures observed. No other issues or defects were observed during product analysis of the returned device. The image pc passed and meet specifications of the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05064 and 2134265-2017-05063. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system version 1.3 was used in conjunction with a coronary imaging catheter and a pullback sled to view the lesion. During system start up, the physician attempted to switch on the system but noticed that ilab ultrasound imaging device would not start up. The imaging monitor and the touch screen control panel screens shutdown. Hence, when the ilab ultrasound imaging system was rebooted; by switching it on and off, the imaging monitor and the control panel restored its function. Moreover, during imaging, error 130 ( a high voltage (hv) monitor error) occurred. Thus, automatic pullback failed. No patient complications were reported.